Manufacturer narrative:
Updated data: b5 continuation of d10: product ID d-evolutfx-34 (lot: 0012054717); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the patient was very confused after the implant procedure. Following the valve procedure, the stroke was confirmed by computed tomography (CT). Per the physician, the patient conditions of atrial fibrillation, peripheral vascular disease and calcified anatomy contributed to the stroke. CT also revealed a dissection at the aorta. The following day, CT was performed again and the aortic dissection had recovered. Per the physician, the need to deliver the system twice may have caused the stroke but the physician did not related the stroke to the valve or delivery catheter system (dcs).

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic dissection was at the outer curve between the descending aorta and aortic arch. The minimum diameter of the access vessel was 7 millimeter (mm). It is unknown when the aortic dissection occurred and it was observed several hours following the implant procedure in a computed tomography (CT) scan. Per the physician, it is unknown what caused the aortic dissection. The patient's tortuous and calcified anatomy, as well as a bend at the aortic arch contributed to the dissection. The dissection was treated conservatively.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the dissection was treated with blood pressure balancing and monitoring.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had sinotubular junction (stj) calcification and tortuous iliac arteries. A bend was also observed in the thoracic aorta, and multiple segments of protruding plaques or thrombus were noted throughout the abdominal aorta and the iliac arteries prior to the procedure. At the beginning of the implantation an infold was observed on the valve. The valve and delivery catheter system (dcs) were removed from the patient. New devices were successfully used for implant without injury to the patient. A procedural delay of a few minutes occurred. No adverse patient effects were reported. Additional information was received which reported that a misload was not identified prior to use. The infold was noted on the first deployment attempt. Additional information was received that two days later, the patient died. The cause of death is unknown. Additional information was received indicating that per the physician, the cause of death was unknown. It was reported that the patient had a stroke and vascular complications including leg ischemia. It was reported that the leg ischemia did not occur on the same side as the access site. The patient was treated with heparin and was admitted to the intensive care unit (ICU). Per the physician, the device did not cause or contribute to the patient¿s death.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 section d information references the main component of the system. Other relevant device(s) are: product ID d-evolutfx-34, serial/lot number (B)(6), use by date 2025-nov-26, and UDI number (B)(4). Additional codes image review: three media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 84.7mm with a perimeter derived diameter of 27mm suggesting a size 34mm evolut. Fluoroscopic valve load inspection was performed, and overlap appeared to reach node 4, per the provided images. However, a misload was not identified by the implant team, and the valve was used for implantation. During valve implantation, an infold was evident during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic and as such no analysis could be performed. Procedural images were provided and upon review the images were concerned with the first dcs used in the procedure. Based on the information provided, the event of an infolded valve was likely related to the user. Images submitted for review confirmed that a misload had occurred but had not been identified during the load check. The leg ischemia occurred on the contralateral side and was therefore unrelated to the delivery system, but possibly related to the procedure. The aortic dissection and stoke were possibly related to the delivery system and/or the procedure as the calcified sinotubular junction (stj) was crossed twice. The cause of death was unknown therefore the available information does not clearly exclude the device as a contributing cause to the death. It¿s possible that preexisting conditions of atrial fibrillation, peripheral vascular disease and patient anatomy of calcified sinotubular junction (stj) and tortuous anatomy contributed to the stroke. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.